Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the "tensioner was pulled off the implant lock". When trying to position the lock in the appropriate spot the surgeon pulled on the tensioner. The surgeon was able to reattach the tensioner after 5-10 minutes. The surgery was successfully completed. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The product identity could not be confirmed due to the parts not being returned. The sternalock 360 multi-implant system (part# 74-0004, lot# 867900) was not returned and no photos were provided, therefore the product could not be visually evaluated or functionally tested. Device history record (DHR) review was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It is possible that the step 4 was completed before step 3 causing the tensioner to pull off the implant lock. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.